Manufacturer narrative:
Correction c1 and g1. C1: manufacturer/compounder: baxter healthcare ¿ hayward 2024 w winton ave hayward ca united states 94545. Additional information: h6 and h10. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. The likely cause of the reported event was associated with use error. It was reported the excess floseal was left in place 1 week post-operatively. As per IFU excess (unreacted) floseal should be irrigated and suctioned away from the area. In this event, since excess floseal matrix was left in place post-operatively, additional inflammation may have taken place which may have led to the event of adhesion formation. Furthermore, evidence of floseal incorporation in tissue healing (per biopsy) is likely due to the lack of removal of excess floseal. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4). Initial reporter facility name: (B)(6). Device manufacturer postal code: (B)(6). Literature article: chandra, r., k., conley, d., b., haines g., k., and kern, r.c. ¿long-term effects of floseal packing after endoscopic sinus surgery¿. American journal of rhinology. May-jun 2005;19(3):240-3. Https://pubmed.ncbi.nlm.nih.gov/16011127/. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which 18 patients underwent endoscopic sinus surgery where in floseal was used. It was reported the excess floseal was removed one week post-operatively. Five patients experienced adhesions requiring lysis of adhesions during the follow-up period. At the time of this report no further detail was provided regarding additional treatment, interventions for the events or the patient¿s outcome. No additional information is available.